Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
The tandem bipolar shell, liner, top ring, and femoral head were returned for analyses. The top ring was disassociated from the shell. The cobalt chromium shell and polyethylene liner showed no signs of macroscopic damage. The cobalt chromium femoral head showed no signs of macroscopic damage on the articulating surface. Damage was observed along the rim of the femoral head, most likely from either neck impingement during the reported dislocation or from removal of the device. It appeared that the top ring was autoclaved prior to analysis, as evidenced by the smoothing of geometrical features and erasure of lot number imprint information. Plastic components should not be autoclaved prior to laboratory analyses. Due to this, dimensional analyses on the top ring were not possible.